Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was confirmed as a bilateral needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. Reportedly, a cuff miss occurred with two proglide devices as the suture was not present when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.